Event description:
An altitude alarm was reported with the customer's pump, but there was no adverse impact on the customer's blood glucose levels. The customer had previously experienced the same issue with this pump within the past month. To resolve the issue, technical support decided to replace the pump, which was still under warranty. The customer was instructed to revert to multi-dose insulin injections as a backup therapy during this period and was guided on how to set the pump to storage mode before returning it with a prepaid label.